Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt bent over approximately 6 weeks ago and felt a "pop". As a result, the pt is experiencing pain at the lead site. The pt is to meet with the sjm representative as the next course of action.